Manufacturer narrative:
Event occurred in (B)(6). This medwatch report is for the suspect device used in inform system 2. Reference medwatch report with (B)(4) for the suspect device in inform system 1.

Event description:
Reporter stated that patient's blood glucose was measured on inform system 1 and inform system 2 with back-to-back results of approx 9.0 mmol/l. Patient's blood glucose was reportedly retested on a different hospital blood glucose monitor with a result of 4.0 mmol/l. Reporter did not indicate if patient was treated based on the values obtained on the inform systems. No adverse event was reported. The manufacturer requested the return of the suspect products for evaluation.